Event description:
A physician reported following an intraocular lens implant procedure, the patient experienced refraction for the first time. The patient also observed irregular astigmatism and some defects in the corneal topo. The surgeon tried re-arranging the lens in a secondary procedure. At present the patient has been advised to visit again. Post observation the refraction details and information will be provided. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).